Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and ketoacidosis with blood glucose of 360 mg/dl. The customer current blood glucose was 342 mg/dl. Customer also states that reservoir leaked. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Evaluated one opened and used reservoir. Inspected reservoir's o-rings and stopper groove for anomalies. None were found. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoirs no leaks.